Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: evfxplus-23, serial/lot #: (B)(6), ubd: 24-jul-2027, UDI#: (B)(4). The codes present in section h6. Correspond to multiple components/products that comprise this reported event. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the attempted implant of a transcatheter aortic valve, it was noted that a snare was required to assist the passage of the delivery catheter system (dcs). Following the successful placement of the valve, during measurement of the pressure gradient, an aortic dissection was suspected due to the course taken by the dcs. A dissection of the ascending aorta was confirmed via contrast imaging and transthoracic echocardiogram (tte), however due to the fact that no pericardial effusion was observed and hemodynamics remained stable, the patient was treated with antihypertensive medication. It was noted that following placement of the valve, complete heart block (chb) occurred. Temporary pacing was left in the patient following the procedure. It was noted that a stedi guidewire was used for placement of the valve.

Manufacturer narrative:
Updated data: b5. D4. H4. H6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the attempted implant of a transcatheter aortic valve, it was noted that a snare was required to assist the passage of the delivery catheter system (dcs). Following the successful placement of the valve, during measurement of the pressure gradient, an aortic dissection was suspected due to the course taken by the dcs. A dissection of the ascending aorta was confirmed via contrast imaging and transthoracic echocardiogram (tte), however due to the fact that no pericardial effusion was observed and hemodynamics remained stable, the patient was treated with antihypertensive medication. It was noted that following placement of the valve, complete heart block (chb) occurred. Temporary pacing was left in the patient following the procedure. It was noted that a stedi guidewire was used for placement of the valve. Additional information was received that after the dcs was removed and the medtronic guidewire was still inserted in the patient, the chb occurred. Per the physician, the cause of the dissection was considered to be due to the non-medtronic sheath; however, the dcs and guidewire did not cause or contribute to the dissection. The patient's vessel tortuosity was noted as a contributing factor to the dissection.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the attempted implant of a transcatheter aortic valve, it was noted that a snare was required to assist the passage of the delivery catheter system (dcs). Following the successful placement of the valve, during measurement of the pressure gradient, an aortic dissection was suspected due to the course taken by the dcs. A dissection of the descending aorta was confirmed via contrast imaging and transthoracic echocardiogram (tte), however due to the fact that no pericardial effusion was observed and hemodynamics remained stable, the patient was treated with antihypertensive medication. It was noted that following placement of the valve, complete heart block (chb) occurred. Temporary pacing was left in the patient following the procedure. It was noted that a stedi guidewire was used for placement of the valve. Additional information was received that after the dcs was removed and the medtronic guidewire was still inserted in the patient, the chb occurred. Per the physician, the cause of the dissection was considered to be due to the non-medtronic sheath; however, the dcs and guidewire did not cause or contribute to the dissection. The patient's vessel tortuosity was noted as a contributing factor to the dissection. Additional information was received that the aortic dissection occurred during the procedure and was first noticed after the dcs was removed. The patient's blood pressure was controlled under rest, and the patient was placed under conservative management for the dissection. No surgical treatment was performed. A permanent pacemaker was not implanted.

Manufacturer narrative:
The first paragraph of b5 was updated to capture the correct type of dissection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the attempted implant of a transcatheter aortic valve, it was noted that a snare was required to assist the passage of the delivery catheter system (dcs). Following the successful placement of the valve, during measurement of the pressure gradient, an aortic dissection was suspected due to the course taken by the dcs. A dissection of the descending aorta was confirmed via contrast imaging and transthoracic echocardiogram (tte), however due to the fact that no pericardial effusion was observed and hemodynamics remained stable, the patient was treated with antihypertensive medication. It was noted that following placement of the valve, complete heart block (chb) occurred. Temporary pacing was left in the patient following the procedure. It was noted that a stedi guidewire was used for placement of the valve. Additional information was received that after the dcs was removed and the medtronic guidewire was still inserted in the patient, the chb occurred. Per the physician, the cause of the dissection was considered to be due to the non-medtronic sheath; however, the dcs and guidewire did not cause or contribute to the dissection. The patient's vessel tortuosity was noted as a contributing factor to the dissection.